Event description:
Plaintiff alleges being diagnosed with type I latex allergy as a result of her occupational exposure to latex gloves. Alleges suffering from urticaria, wheezing, swelling, dirmatitis, irritated eyes, runny nose, difficulty breathing, and risk of anaphylactic shock.